Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be june 26, 2024. Correction to the initial b5 write up, which is found during estimation: it was observed that during the device inspection, the gastrointstinal videoscope exhibited the distal end was crystalized. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a user request to change the instrument channel tube due to a plugging rubber and the steel wire was tight. The issue occurred during an unknown procedure. The intended procedure was completed using a replacement device. There was no delay in therapy and the patient was not under anesthesia. There were no reports of patient injury harm.